Manufacturer narrative:
Concomitant products: 5076-45: lead, implanted: (B)(6) 2014.

Event description:
It was reported that the patient is deceased. The patient was undergoing stem cell transplants and radiation therapy for cancer. The patient's spouse expressed concern that the device may have been damaged due to radiation exposure and was not pacing at the time of death. Cause of death was reported to be massive heart attack. Additional information was received from a clinician that cause of death has not been determined. An autopsy was performed per the request of the patient's spouse to determine cause of death. The patient had experienced shortness of breath for approximately 3 weeks prior to death. On the date of death the patient was reported to be gasping for air and then suddenly died. The heart was noted to be enlarged during autopsy. There is no allegation from the physician that the device was not pacing or working appropriately. No additional information is available.

Manufacturer narrative:
.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.